Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his back and chest. The patient described the skin irritation as raw skin, burning and itchy. There was no alleged device malfunction contributing to the irritation. The patient confirmed that his physician advised him to remove the lifevest. The patient also reported putting cream on it and it seemed help the skin irritation improve.